Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v713638, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had a flare up 10 days ago where painful voiding returned. The patient felt burning when they were almost done voiding. The patient saw their health care provider (hcp) and they confirmed there was not an infection. The patient¿s hcp thought it may have been due to something the patient ate as they had the therapy for interstitial cystitis (ic). The patient had no falls or trauma. Last week after the patient saw their hcp they increased the setting from 0.3v or 0.4v to 1.1v on program 2. Their symptoms had improved but the patient didn¿t feel stimulation. It was later reported that the patient had their device removed today. The reason for removal was because the patient didn¿t feel like it was helping them, and they were getting a lot of pain in their nerve area and it was not comfortable for them. The patient was seeing a new hcp who would be treating their ic in different ways and since having the device removed the patient felt 100 percent better. The patient did not want to go back to their hcp so they had another hcp perform the explant today.